Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device was returned for evaluation. The device was visually inspected, and the bent cannula was observed. No other physical damage or other anomalies observed. In order to replicate manufacturing procedure testing, occlusion test was conducted on the returned sample. Flow was observed for the occlusion test with the returned bent cannula. Unable to replicate line block alarm. The line block alarm is confirmed based on the condition of the returned cannula and the event description of the failure.

Event description:
The customer was reported that a line block alarm occurred. The cleo 90 infusion set was worn in the thigh, and the site was later found to be bent at both the tip and the middle of the cannula. There was a patient involvement/no harm reported. Evaluation of the returned device confirmed the bent cannula. This could block the therapy during use.